Event description:
It was reported that the joystick is working fine, and releasing the brakes to drive. But when you let off the joystick the brake does not engage to stop the unknown model power chair.